Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that the device is defective. There was no harm for patient, operator or third party reported. No further information was received with this device. It will be processed as repair, not as complaint. Update avoe 01-oct-2024: it was further reported that the failure occurred during a shoulder prosthesis surgery on the (B)(6) 2024. The bolt in the lower part of the bracket is missing and the rasp is unstable in the holder. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint is confirmed. Upon visual inspection, it was noted the edges of the ar-9510-2 univers revers¿ lever-locking broach handle, had chipped. Pin missing close to the compression link piston is missing from the device. Functional testing was performed and noted that the broach handle locking handle did not lock and close it. The most likely cause of this failure is attributed to wear and tear damage incurred over repeated usage in the field. Manufacturing date 2019.